Manufacturer narrative:
The customer reported that this multigas unit displayed a failure error message. The issue was discovered during a case. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1. The customer stated that the device was not hooked to any other unit. This is a stand-alone gas analyzer.

Event description:
The customer reported that this multigas unit displayed a failure error message. The issue was discovered during a case. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a failure error message. The issue was discovered during a case. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation the reported issue could not be duplicated. A root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that the device was not hooked to any other unit. This is a stand-alone gas analyzer. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H3: device evaluated by manufacturer? H11: additional manufacturer narrative.

Event description:
The customer reported that this multigas unit displayed a failure error message. The issue was discovered during a case. There was no patient injury reported.